Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the display on a 980 ventilator was freezing. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and was not able to duplicate the reported condition. The se ran and passed calibrations and extended self-testing. The ventilator passed all tests per the manufacturer's specifications.